Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device had a blank display. Customer's blood glucose was 127 mg/dl. After troubleshooting, display returned. Customer wanted the device replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was monitored for 24 hours with multiple basal rates, and the pump functioned properly. No blank display or display anomaly noted. No damage inside the pump was noted. The pump functioned properly during functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements. All operating currents were within specification, and no unexpected low battery, weak battery, battery out limit or off no power alarms were noted. The pump was received with a cracked reservoir tube lip and cracked battery tube threads.